Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is experiencing low blood glucose. Customer's blood glucose reading is 80 mg/dl. Customer stated the low blood glucose reading earlier in the day was 45 mg/dl. The drive support cap is flush. Advised customer not to manipulate the cap while connected. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.